Event description:
It was reported that there was premature battery depletion and elective replacement indicator triggered. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was premature battery depletion and elective replacement indicator triggered. The device was explanted and replaced. No further patient complications were reported as a result of this event. It was reported the device experienced rapid battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed the device had met 55% of calculated longevity and the battery was found to be depleted down to 2.6 volts. An abnormally high current drain was not observed in this device. The analysis was terminated with no cause for the rapid battery depletion identified.